Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields date of death (b2), describe event or problem (b5), in section b - adverse event or product problem; and patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only; and type of reportable event (h1), in section h. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a paroxysmal atrial fibrillation procedure, a nrg transseptal needle was selected for use. The patient had a very difficult anatomy (floppy septum and semi-open forsten ovale/split septum). The patient was not anticoagulated as the physician plans to give heparin only after successful transseptal puncture (tsp). During tsp with nrg, the physician did not get a good left atrium (la) pressure reading and tried another transseptal site. This maneuver was unsuccessful again and thus physician decided to switch to a mechanical needle. The physician approached the septum again with the mechanical needle and chose a more inferior puncture site. Again, the pressure readings were odd. A contrast injection of 4-5ml of contrast dye was given and immediately it was noted that the physician had punctured into the pericardial space. The physician withdrew the mechanical needle and asked for an ultrasound of the heart to evaluate the amount of pericardial effusion. The ultrasound came back clean with close to no fluid in the pericardial space. Physician then decided to withdraw all devices, waited another ten minutes and repeated the ultrasound, which also came back clear. It was then decided to stop the procedure completely, and the patient was brought to the recovery room for a prolonged time to keep an eye on the pericardial effusion. The patient is expected to fully recover. In the physician opinion, he does not believe that any of the used bsc products cause the pericardial effusion, but the difficult anatomy. In addition, the physician thinks that the first unsuccessful tsp with the nrg needle was performed at the location of the split septum and only punctured one of the two membranes and thus did not get la pressure readings. With the mechanical needle, a more inferior tsp site was opted which believes to cause puncture into the interatrial space. It is not expected that the patient will remain extended significantly in the hospital and the patient is expected to fully recover. The ablation was not performed and no interventions were taken, but only diagnostics. The device is not expected to be returned for analysis (disposed). It was further reported that no difficulty with imaging of transseptal devices were noted. The physician informed about two puncture locations: one in the left atrium directly above the mitral valve and the second at the entrance of the left ventricular outflow tract (lvot) close to the ablation area. The patient continued hospitalized, and was stable until noticed to neurological symptoms, after that the patient became hemodynamically unstable. Later on, it was reported that the patient is deceased. The patient was on life-support after the second surgery and the life-support was stopped at some point since the incident. No further information was provided. It was further reported that the patient passed away on (B)(6) 2025, and the cause of death was declared sepsis.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields outcomes attrib to adv event (b2) and describe event or problem (b5), in section b - adverse event or product problem; lot number, expiration date and unique identifier (UDI) # (d4), in section d - suspect medical device; MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code and MFR site country (g1), in section g - all manufacturers; impact code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only; and type of reportable event (h1), in section h. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a paroxysmal atrial fibrillation procedure, a nrg transseptal needle was selected for use. The patient had a very difficult anatomy (floppy septum and semi-open forsten ovale/split septum). The patient was not anticoagulated as the physician plans to give heparin only after successful transseptal puncture (tsp). During tsp with nrg, the physician did not get a good left atrium (la) pressure reading and tried another transseptal site. This maneuver was unsuccessful again and thus physician decided to switch to a mechanical needle. The physician approached the septum again with the mechanical needle and chose a more inferior puncture site. Again, the pressure readings were odd. A contrast injection of 4-5ml of contrast dye was given and immediately it was noted that the physician had punctured into the pericardial space. The physician withdrew the mechanical needle and asked for an ultrasound of the heart to evaluate the amount of pericardial effusion. The ultrasound came back clean with close to no fluid in the pericardial space. Physician then decided to withdraw all devices, waited another ten minutes and repeated the ultrasound, which also came back clear. It was then decided to stop the procedure completely, and the patient was brought to the recovery room for a prolonged time to keep an eye on the pericardial effusion. The patient is expected to fully recover. In the physician opinion, he does not believe that any of the used bsc products cause the pericardial effusion, but the difficult anatomy. In addition, the physician thinks that the first unsuccessful tsp with the nrg needle was performed at the location of the split septum and only punctured one of the two membranes and thus did not get la pressure readings. With the mechanical needle, a more inferior tsp site was opted which believes to cause puncture into the interatrial space. It is not expected that the patient will remain extended significantly in the hospital and the patient is expected to fully recover. The ablation was not performed and no interventions were taken, but only diagnostics. The device is not expected to be returned for analysis (disposed). It was further reported that no difficulty with imaging of transseptal devices were noted. The physician informed about two puncture locations: one in the left atrium directly above the mitral valve and the second at the entrance of the left ventricular outflow tract (lvot) close to the ablation area. The patient continued hospitalized, and was stable until noticed to neurological symptoms, after that the patient became hemodynamically unstable. Later on, it was reported that the patient is deceased. The patient was on life-support after the second surgery and the life-support was stopped at some point since the incident. No further information was provided.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a paroxysmal atrial fibrillation procedure, a nrg transseptal needle was selected for use. The patient had a very difficult anatomy (floppy septum and semi-open forsten ovale/split septum). The patient was not anticoagulated as the physician plans to give heparin only after successful transseptal puncture (tsp). During tsp with nrg, the physician did not get a good left atrium (la) pressure reading and tried another transseptal site. This maneuver was unsuccessful again and thus physician decided to switch to a mechanical needle. The physician approached the septum again with the mechanical needle and chose a more inferior puncture site. Again, the pressure readings were odd. A contrast injection of 4-5ml of contrast dye was given and immediately it was noted that the physician had punctured into the pericardial space. The physician withdrew the mechanical needle and asked for an ultrasound of the heart to evaluate the amount of pericardial effusion. The ultrasound came back clean with close to no fluid in the pericardial space. Physician then decided to withdraw all devices, waited another ten minutes and repeated the ultrasound, which also came back clear. It was then decided to stop the procedure completely, and the patient was brought to the recovery room for a prolonged time to keep an eye on the pericardial effusion. The patient is expected to fully recover. In the physician opinion, he does not believe that any of the used bsc products cause the pericardial effusion, but the difficult anatomy. In addition, the physician thinks that the first unsuccessful tsp with the nrg needle was performed at the location of the split septum and only punctured one of the two membranes and thus did not get la pressure readings. With the mechanical needle, a more inferior tsp site was opted which believes to cause puncture into the interatrial space. It is not expected that the patient will remain extended significantly in the hospital and the patient is expected to fully recover. The ablation was not performed and no interventions were taken, but only diagnostics. The device is not expected to be returned for analysis (disposed). It was further reported that no difficulty with imaging of transseptal devices were noted. The physician informed about two puncture locations; one in the left atrium directly above the mitral valve and the second at the entrance of the left ventricular outflow tract (lvot) close to the ablation area. The patient continued hospitalized, and was stable until noticed to neurological symptoms, after that the patient became hemodynamically unstable. Later on, it was reported that the patient is deceased. The patient was on life-support after the second surgery and the life-support was stopped at some point since the incident. No further information was provided. It was further reported that the patient passed away on (B)(6) 2025, and the cause of death was declared sepsis. Due to additional information received on 01apr2026, it was further reported and confirmed that the patient did not passed away in this event. The patient presented pericardial effusion post transseptal and ended up being discharged the day after the incident occurred. There was no additional surgery/procedure needed. No long-term issues were finally confirmed. The patient did not show any neurological symptoms and was hemodynamically stable throughout the procedure.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields: outcomes attrib to adv event (b2), date of death (b2) and describe event or problem, in section b - adverse event or product problem, patient code and impact code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only, type of reportable event (h1) and additional MFR narrative. E1: initial reporter phone number is(B)(6); reported here as phone number exceeded character limit for designated field device technical analysis: it was indicated the device was disposed of and could not be returned; therefore a technical analysis of the complaint device could not be completed, and boston scientific is unable to confirm the reported allegations. However, it was determined that the pericardial effusion and cardiac perforation are a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: the IFU includes 'careful needle manipulation must be performed to avoid cardiac damage, or tamponade. Needle advancement should be done under image guidance.' And 'do not attempt to puncture until firm position of the active tip has been achieved against the atrial septum.' Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the nrg transseptal needle hazard analysis was completed and confirmed that the event of pericardial effusion, cardiac trauma and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on all the information provided within the event description, pericardial effusion and cardiac perforation are know inherent risk of the nrg transseptal needle device. There is no evidence to suggest the device did not meet design specifications, and device failure is not suspected.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Device technical analysis: it was indicated the device was disposed of and could not be returned; therefore a technical analysis of the complaint device could not be completed, and boston scientific is unable to confirm the reported allegations. However, it was determined that the pericardial effusion, sepsis and cardiac trauma are a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: the IFU includes 'careful needle manipulation must be performed to avoid cardiac damage, or tamponade. Needle advancement should be done under image guidance.' And 'do not attempt to puncture until firm position of the active tip has been achieved against the atrial septum.'. The nrg transseptal needle instructions for use (IFU) lists pericardial effusion, sepsis/infection and tamponade as relevant information associated with the use of the device. Risk assessment: a risk review performed for the nrg transseptal needle device confirmed that the events of death, pericardial effusion, infection and cardiac trauma are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on all the information provided within the event description, pericardial effusion, cardiac perforation and sepsis are know inherent risk of the nrg transseptal needle device, and death is an expected procedural complication addressed within the IFU for the same device. There is no evidence to suggest the device did not meet design specifications, and device failure is not suspected.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a paroxysmal atrial fibrillation procedure, a nrg transseptal needle was selected for use. The patient had a very difficult anatomy (floppy septum and semi-open forsten ovale/split septum). The patient was not anticoagulated as the physician plans to give heparin only after successful transseptal puncture (tsp). During tsp with nrg, the physician did not get a good left atrium (la) pressure reading and tried another transseptal site. This maneuver was unsuccessful again and thus physician decided to switch to a mechanical needle. The physician approached the septum again with the mechanical needle and chose a more inferior puncture site. Again, the pressure readings were odd. A contrast injection of 4-5ml of contrast dye was given and immediately it was noted that the physician had punctured into the pericardial space. The physician withdrew the mechanical needle and asked for an ultrasound of the heart to evaluate the amount of pericardial effusion. The ultrasound came back clean with close to no fluid in the pericardial space. Physician then decided to withdraw all devices, waited another ten minutes and repeated the ultrasound, which also came back clear. It was then decided to stop the procedure completely, and the patient was brought to the recovery room for a prolonged time to keep an eye on the pericardial effusion. The patient is expected to fully recover. In the physician opinion, he does not believe that any of the used bsc products cause the pericardial effusion, but the difficult anatomy. In addition, the physician thinks that the first unsuccessful tsp with the nrg needle was performed at the location of the split septum and only punctured one of the two membranes and thus did not get la pressure readings. With the mechanical needle, a more inferior tsp site was opted which believes to cause puncture into the interatrial space. It is not expected that the patient will remain extended significantly in the hospital and the patient is expected to fully recover. The ablation was not performed and no interventions were taken, but only diagnostics. The device is not expected to be returned for analysis (disposed). It was further reported that no difficulty with imaging of transseptal devices were noted. The physician informed about two puncture locations; one in the left atrium directly above the mitral valve and the second at the entrance of the left ventricular outflow tract (lvot) close to the ablation area. The patient continued hospitalized, and was stable until noticed to neurological symptoms, after that the patient became hemodynamically unstable. Later on, it was reported that the patient is deceased. The patient was on life-support after the second surgery and the life-support was stopped at some point since the incident. No further information was provided. It was further reported that the patient passed away on (B)(6) 2025, and the cause of death was declared sepsis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a paroxysmal atrial fibrillation procedure, a nrg transseptal needle was selected for use. The patient had a very difficult anatomy (floppy septum and semi-open forsten ovale/split septum). The patient was not anticoagulated as the physician plans to give heparin only after successful transseptal puncture (tsp). During tsp with nrg, the physician did not get a good left atrium (la) pressure reading and tried another transseptal site. This maneuver was unsuccessful again and thus physician decided to switch to a mechanical needle. The physician approached the septum again with the mechanical needle and chose a more inferior puncture site. Again, the pressure readings were odd. A contrast injection of 4-5ml of contrast dye was given and immediately it was noted that the physician had punctured into the pericardial space. The physician withdrew the mechanical needle and asked for an ultrasound of the heart to evaluate the amount of pericardial effusion. The ultrasound came back clean with close to no fluid in the pericardial space. Physician then decided to withdraw all devices, waited another ten minutes and repeated the ultrasound, which also came back clear. It was then decided to stop the procedure completely, and the patient was brought to the recovery room for a prolonged time to keep an eye on the pericardial effusion. The patient is expected to fully recover. In the physician opinion, he does not believe that any of the used bsc products cause the pericardial effusion, but the difficult anatomy. In addition, the physician thinks that the first unsuccessful tsp with the nrg needle was performed at the location of the split septum and only punctured one of the two membranes and thus did not get la pressure readings. With the mechanical needle, a more inferior tsp site was opted which believes to cause puncture into the interatrial space. It is not expected that the patient will remain extended significantly in the hospital and the patient is expected to fully recover. The ablation was not performed and no interventions were taken, but only diagnostics. The device is not expected to be returned for analysis (disposed).